Event description:
It was reported that during preventative maintenance by getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) unit was unable to calibrate drive regulator. There was no patient involvement.

Manufacturer narrative:
Due to character restrictions in block e1 event site name : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
Updated fields: h6 (type of investigation, investigation findings, component codes, investigation conclusions). It was reported that the cardiosave intra-aortic balloon pump (iabp) had a issue of unable to calibrate drive regulator. A getinge field service engineer (fse) found unable to calibrate drive regulator during pm service. Drive regulator assembly was replaced. Both drive regulators were calibrated and scroll compressor output test/performance test was completed successfully. Device passed all performance and safety tests according to factory specifications. Refer to pm so# (B)(4) for the service checklist. No patient involvement. The defective components were received for further investigation. Please refer to the root cause evaluation field for details. The failure analysis and testing dept. Received rev. E, serial number (B)(6), with a reported unit failure of being unable to adjust the drive pressure and the regulator assembly coming apart the fat performed a visual inspection and found the part to be disassembled. Please see attachment. Fat cannot test and verify if the pressure is unable to be adjusted due to the condition. Retaining the part in the failure analysis and testing department per procedure number (B)(4) rev. Ap. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to define.

Event description:
N/a.